Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. According to the investigation, the device was started in application, and no problems found with beeping. However, the pump downstream sensor will be replaced as a preventive measure.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "double beep no cassette" alarm. No reported adverse effects.